Manufacturer narrative:
The valve was explanted to be replaced by a strata ii valve. There were no reported difficulties or failures with the contoured valve. The valve was patent and passed reflux testing. It was within specifications for pressure-flow testing at 5.5 ml/hr @ o cm h2o and preimplantation testing. The valve did not pass pressure-flow testing at 46.8 ml/hr @ 0 cm h2o. The valve did not pass leak testing due to two cuts on top of the valve reservoir. There was also a jagged tear on the valve base near the distal occluder. The base of the valve was lopsided. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve was explanted.